Event description:
It was reported that during a procedure to aspirate a seroma, fluoroscopy imaging noted minimal migration of the lead component of the patient's implantable neurostimulator (ins) system. There were no signs or patient symptoms associated with the lead migration and no actions were taken. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Lead: model 377845, lot# v450008036, implanted: 2010 (B)(6), explanted: na. Lead: model 377845, lot# v450008037, implanted: 2010 (B)(6), explanted: na. Recharger: model 37754, serial# (B)(4). Programmer: model 37744, serial# (B)(4). Extension: model 3708140, serial# (B)(4), implanted: 2010 (B)(6), explanted: na. Extension: model 3708140, serial# (B)(4), implanted: 2010 (B)(6), explanted: na. This device was being used in a clinical trial noted as g090169.